Manufacturer narrative:
Device evaluation: twenty (20) cassettes with item number 21-7302-24 were received. Of these, eighteen (18) were received in unused condition with original packaging inside a plastic bag; two (2) were received in used condition without their original packaging, decontaminated inside a plastic bag. Visual inspection showed no discrepancies. The two (2) used samples were received without the blue clip and white cap. Of the twenty (20) samples provided twelve (12) samples were taken to perform functional tests, two (2) samples in used condition and ten (10) samples in unused condition. Functional testing involved filling the samples with water and connecting them to a cadd legacy plus pump to look for unusual function. It was found that all samples were fully priming and connecting with no difficulty and when the pump was running no alarms were activated. Based on the investigation, the complaint allegation was not confirmed. There is no non-conformance or deviation related to the failure reported in the device history record for finished good and associated component.

Event description:
Information was received indicating that an unspecified issue with cassettes used for infusion of veletri occurred. It was reported that patient was using more than one (1) cassette per day due to the issue. Per reporter, patient had additional cassettes available to successfully continue their infusion. No further details on the reported issue were provided. Per reporter no further information is available. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b5: additional information was received on 8/17/2022: patient date of birth was provided (9/3/1956). No further information is needed. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis was completed and the results were submitted with the initial MDR rr-48413. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: correction: brand name: cadd cassette reservoirs - flow stop.